Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: there was a problem today with an echo-19-c needle. The first puncture went fine; during the second puncture, the needle appeared to still be ¿out,¿ even though the dr had withdrawn it and all the wheels were locked. After this, there was hardly any movement in the needle, and it broke off. The needle was disposed of in a sharps container, but the rest of the needle was still sticking out. Patient/event info - notes: 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end, at the tip. 2. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 3. What was the target location? N/a. 4. What is the scope manufacturer and model number that was used? N/a. 5. Was gaining access to the target site difficult? No. 6. Was force required on insertion of device into scope? No. 7. Was resistance felt while inserting the device through the scope? No. 8. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? After 1 puncture. 9. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 10. Was the stylet partially removed when advancing the needle into the target site? No. 11. Was the syringe used during the procedure, after the stylet was removed? No. 12. Was difficulty experienced while retracting the needle? Yes the second puncture, first puncture was no problem. 13. Was it possible to be fully retract before removing the needle from the patient? No. 14. How many samples were obtained (passes completed) with this needle? 1. 15. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) n/a. 16. If not with the device in question, how was the procedure performed and/or finished? They had to pull the needle out of the scope with the needle out of the sheet. 17. Did the patient require any additional procedures as a result of this event? No. 18. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 19. Did any section of the device detach inside the patient? No. 20. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 21. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, please specify where the damage is located) n/a. 22. Please provide the tracking information of the returned device. Product already returned.